Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The complaint alleged water from the column entered into the circuit tubing when used with a comfort flo system and cannula. The complaint described a situation where a comfort flo circuit began to bubble/splash at 25lpm. The neptune was set to 37 c and the canister was placed in the system with the ports in the same orientation as received and connected to a full/new concha water bottle. Flow was gradually increased by 5lpm until achieving 60lpm. No bubbling occurred at any flowrate. In case ports were switched on the canister, the same test was ran on the circuit with the pressure valve and the corrugated circuit connections switched. This additional test led to no bubbling/spilling into the circuit either. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint could not be confirmed. When recreating the scenario as described in the complaint no issues were encountered.

Event description:
Customer reported water bubbled to the top of the column during use on a patient and was removed before the water entered the circuit. The patient was on 25 lpm flow. No patient harm reported. Patient's condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported water bubbled to the top of the column during use on a patient and was removed before the water entered the circuit. The patient was on 25 lpm flow. No patient harm reported. Patient's condition reported as fine.